Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging anatomy (restricted septal leaflet) and difficult imaging. The reported image resolution poor was due the shadowing. Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, after the deployment of the triclip on anterior and septal leaflet, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the septal leaflet. Device was prepared as per IFU, and it performed as expected. No extreme curves. Significant chordae in grasping zone and imaging was difficult due to shadowing. Additional 2 triclip xtws were placed, one on anterior and septal leaflet and second on posterior and septal leaflet to stabilize the slda. Per the physician, slda was due to restricted septal leaflet. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.